Event description:
It was reported via legal documentation that the patient was implanted with an optetrak device on the left knee and then approximately 8 years, 8 months later the patient was revised. There was no other patient/medical information provided. No x-rays or images were provided. There is no device return. There is no other information available.

Manufacturer narrative:
H11. Pending investigation. There is no other information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report 1038671-2023-00718.